Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip cable was broken at the distal clevis hub. The cable segment stuck out at the wrist. No damage or wear marks were observed on the clevis. The other cables at the wrist were not damaged. Failure analysis investigation also found an orange colored residue at the tips of the instrument. It was concluded that the corrosion damage likely occurred due to improper cleaning. No other damage was found. The reprocessing instructions specifically states: cleaning, disinfection, and sterilization general information and warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that during the reprocessing of a da vinci mega suturecut needle driver instrument, a broken cable was identified. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.